Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a powerflex pro balloon burst circumferentially so that the distal part of the balloon got stuck in the introducer.

Manufacturer narrative:
A powerflex pro balloon burst circumferentially so that the distal part of the balloon got stuck in the introducer. The product was returned for analysis. One non-sterile unit of powerflex pro 12mm x 2cm 80cm balloon catheter (bc) was returned. An unknown guide wire was found inserted through the device and both devices were received fully inserted as a single unit inside a cook 7f introducer device. Per visual analysis it was noticed that the balloon was previously inflated and deflated and it was found separated in two pieces. The distal part of the balloon was not returned for analysis. Blood residues were found on the balloon and on the hub inflation port. A withdrawal test was performed to retrieve the powerflex pro bc from cook 7f introducer device. Resistance/friction was felt during the withdrawal at the balloon area only. It was determined that this resistance/friction experienced is due to the expanded condition of the balloon due to the separated condition as it was received. Sem analysis showed that the balloon separation presented evidence of abrasion marks and scratches that could be related to the balloon separation. The internal surface and the marker band analyzed did not present any evidence of damage. The inner body proximal separated end presented evidence of cutting pattern characteristics and elongations and it is very likely that a sharp object caused these cutting pattern characteristics. No other issues were found. A device history record (DHR) review of lot 17087564 revealed no anomalies or non-compliances that can be associated with the reported event. The event reported by the customer as ¿balloon - withdrawal difficulty¿ was confirmed. During the functional analysis it was determined that this resistance/friction experienced is due to the expanded and separated condition of the balloon in which it was returned. The cause of the ¿balloon - burst - (peripheral)¿ and separated condition found could not be conclusively determined during the analysis. However, vessel characteristics (which are unknown) may have contributed to the burst as evidenced by abrasions noted on the outer surface during sem analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken.

Manufacturer narrative:
The device was returned and the preliminary comments indicate the balloon was detached and included were an unknown sheath and guidewire. Additional information is pending and will be submitted within 30 days upon receipt.